Event description:
Warehouse technician reported an overinfusion on one 6060 multi-therapy infusion pump. Technician reported pump programmed for a total administration time of 12 hours, ramp up 2 hours and ramp down 2 hours. Pt was being administered tpn. Technician indicated pt reported bag ran empty in 2005 at 12am. Technican does not know the exact time overinfusion occurred on the pump. No pt injury has been reported at this time. No additional pt info is available at this time. Pump will be sent to the pal lab for evaluation.